Manufacturer narrative:
B5: describe event or problem - updated. D1: brand name - updated. D3: manufacturer name, manufacturer address 1, manufacturer address 2, manufacturer city, manufacturer state, manufacturer zip/postal code - updated and corrected. D4: lot number, expiration date - updated. E1: initial reporter title, initial reporter first name, initial reporter last name, initial reporter address 1, initial reporter phone, occupation- updated and corrected. H6: evaluation method codes - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study name: advantage af phase 2, clinical study ID: pf106, clinical patient ID: (B)(6). Over six weeks after a procedure using a farawave pulsed field ablation catheter the patient experienced supraventricular tachycardia and atrial flutter. The patient's loop recorder showed numerous episodes of supraventricular tachycardia (svt). The episodes were reviewed by the physician, who ordered an electrocardiogram (EKG) be performed if the patient was still in svt and that the patient should report to the emergency room (ER). The next day the patient refused the ER and EKG, but agreed to the EKG the day after this. The EKG showed that the patient had atrial flutter, so the patient was sent to the ER for electrical cardioversion. It is unknown if the cardioversion resolved the arrhythmia. It is unknown if the catheter will be returned for analysis. It was further reported that cardioversion resolved the atrial flutter, and the patient was in stable condition afterwards. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study name: advantage af phase 2 clinical study ID: (B)(6). Clinical patient ID: (B)(6). Over six weeks after a procedure using a farawave pulsed field ablation catheter the patient experienced supraventricular tachycardia and atrial flutter. The patient's loop recorder showed numerous episodes of supraventricular tachycardia (svt). The episodes were reviewed by the physician, who ordered an electrocardiogram (EKG) be performed if the patient was still in svt and that the patient should report to the emergency room (ER). The next day the patient refused the ER and EKG, but agreed to the EKG the day after this. The EKG showed that the patient had atrial flutter, so the patient was sent to the ER for electrical cardioversion. It is unknown if the cardioversion resolved the arrhythmia. It is unknown if the catheter will be returned for analysis.